Event description:
It was reported when using the bd pyxis medstation es system did not crossing patient profiles to station, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station did not receiving patient profiles. A technical support specialist found no issues in the logs and stations. Asked for further information about the reported issue, nothing received from customer end. The system functioned as intended after the technical support specialist troubleshooted the device.